Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her grandson's insulin pump was not providing insulin and experienced high blood glucose because of that. Customer does not recall any significant events leading to the error, except that the cannula may have come out. Customer's blood glucose was unknown at the time of incident, however, did state that it was high. No further information was given.